Manufacturer narrative:
The product was misplaced and cannot be located. This investigation is complete.

Manufacturer narrative:
The product evaluation has been completed. One opened bl5113 pack from lot w8838 was received. The expiration date on the label was 2024-jan-23. The pack contained a remote-control cover, an opened pouch, and the needle wrench. The needle wrench was inside of a plastic specimen cup. The cup contains an unknown fluid, several dark colored particles, and two pieces of what looked like foam (white sponge like materials). The needle wrench was not damaged. Further inspection of the plastic specimen cup was performed. The inside of the cup lid had what looks like corrosion and a semi-clear/translucent, yellow colored substance that had the appearance of hardened adhesive. There were areas on the lid that had what looked like scraping marks as some of the yellow hard substance and some of the corrosive type of substance is missing. A dark, reddish-brown particle, triangular was found clinging to the inside wall of the cup. The particle was approximately 554 microns long by 458 microns wide. A second particle found was dark in the center but was lighter in color around the edges. The particles had a metallic-like appearance. The fluid from the specimen cup was poured onto a 0.45-micron filter. The fluid was vacuumed off to trap any possible particles. One particle was found. This particle contained some of the yellow translucent colored substance as well as the reddish-brown corrosive looking substance. This particle was approximately (B)(4). Both particles and the lid to the specimen cup were sent to the lab for analysis. The brown particle and residue for the lid sample was microscopically examined, photographed, and measured using a camera-equipped optical stereo microscope. The brown particle broke apart when attempting to remove it from the tape, so only a portion was photographed. The brown particle and residue for the lid sample was analyzed using an energy-dispersive spectrometer (eds) equipped scanning electron microscope (sem). Eds analysis of the brown particle indicated that it consists primarily of iron, carbon, and oxygen. Lesser concentrations of tin, chlorine, sodium, and sulfur were also detected. This is consistent with iron oxide, tin oxide, and mineral deposits. Eds analysis of the residue from the lid sample consisted primarily of iron and oxygen. Lesser concentrations of tin, chlorine, sodium, and silicon were also detected. This is consistent with iron oxide, tin oxide, and mineral deposits. The results of the laboratory analysis indicated that both the brown particle and the residue from the lid sample consist primarily of iron oxide and organic material with lesser concentrations of tin oxide and minerals deposits. It is uncertain where this type of material may have originated or if it is the same particles reported in the complaint and cannot be traced to the materials used in the bl5113. No corrective action required.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates.

Manufacturer narrative:
This investigation is ongoing.

Event description:
The user facility in the netherlands reported that metal particles were found in the patient's eye after surgery. Rinsing did not remove the particles therefore additional surgery was needed to remove them by using forceps. Currently, the patient's vision does not seem to be affected and extra treatment is not necessary.